Event description:
Reportedly, the patient was not regularly followed-up by the center. Upon device interrogation during an unplanned follow-up after an hospitalization, it was discovered that the device had reached the recommended replacement time since (B)(6) 2017. Several oversensing issues and a decrease of the sensitivity threshold to 0.8 mv were reported in the physician¿s records. Preliminary analysis results showed that normal battery depletion occurred.

Manufacturer narrative:
Please refer to the attached analysis report. It is unknown whether the device was explanted.

Event description:
Reportedly, the patient was not regularly followed-up by the center. Upon device interrogation during an unplanned follow-up after an hospitalization, it was discovered that the device had reached the recommended replacement time since (B)(6) 2017. Several oversensing issues and a decrease of the sensitivity threshold to 0.8 mv were reported in the physician¿s records. Preliminary analysis results showed that normal battery depletion occurred.